Manufacturer narrative:
E1: (B)(6) hospital. The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found new failure events: flooding in the camera cable and main unit capture, cracked video connector leading moisture to enter the interior, deterioration of the main unit's image sensor., and scratch on the lens of the main unit. Corrosion was also found on the free lock lever. The camera cable and main unit imaging were flooded, which may have caused the internal charge-coupled device to malfunction. Therefore, it is likely that normal communication was not possible, leading to the generation of image noise as indicated. The video connector was cracked and could no longer maintain a watertight seal, which allowed moisture to enter the interior, leading to flooding in various areas. Based on the results of the investigation, a definitive root cause cannot be established. Since the equipment in question was manufactured more than 15 years ago, the device history review could not be verified. This issue is addressed in the instructions for use (IFU): gc7368. Olympus will continue to monitor the field performance of this device.

Event description:
It was reported, the camera head had image noise. There were no reports of patient harm.